Event description:
A blood leak was observed to occur early into the dialysis treatment. The leak was noted at the header on the venous end of the dialzyer. The blood loss was reported as minimal and estimated to be < 10 cc total. The dialyzer was first use.